Event description:
Two weeks following a lumbar fusion surgery, the pt felted radiating pain in the leg. On c.t. It was found that the implant was partially migrated. Revision surgery was performed. The implant was replaced with another one.

Manufacturer narrative:
The explanted implant found to be complete and not damaged.